Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Results description: the reported issue was not present during investigation. Volumetric's of 100ml/hr and 10ml tested in spec at 9.96ml or 99% of expected accuracy.

Event description:
As reported by user facility: pump with serial number (B)(6) did not complete infusion on patient.